Event description:
Plaintiff alleges the development of type-1 latex allergy as a result of exposure to latex gloves. Further alleges that as a direct and proximate result of this allergy, plaintiff has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanant. Plaintiff's husband alleges loss of consortium of his wife.